Manufacturer narrative:
After the user interface pcb assembly was replaced a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A replaced user interface pcb assembly was further evaluated by physio control. It was determined that the cause of the reported issue was a cracked/damaged capacitor c181. A cracked/damaged c181 when shorting will cause white screen during a bootup.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.